Event description:
Additional information was received which indicated that on (B)(6) 2012, the patient¿s mother had found him in the bedroom banging his side on the floor, having a generalized seizure. A dose of diazepam given by his mother did not break the seizure. He was taken to an emergency center for evaluation and AED administration. His seizure appeared to break and he was transferred to the hospital the same day where he was admitted. He developed seizure activity and was treated with multiple medications. The seizures seemed to come under control. After neurological evaluation, he was transferred to the picu. The admitting assessment was that he was found to be hypoglycemic. The seizures continued to be treated with glucose and aeds. He seems to stop having convulsions, but was in a prolonged postictal state and subclinical seizure activity could not be ruled out. Video eeg confirmed the activity. The patient developed multiorgan system dysfunction and shock. An interval CT scan indicated worsening global cerebral edema which was thought likely related to prolonged seizure activity, perhaps aggravated to some degree by hypoxemia and hypoglycemia. The treatments for the multiorgan system dysfunction included epinephrine and vasopressin to support cardiac function, ffp, cryoprecipitate and platelets for coagulopathy with elevated ptt and low fibrinogen. MRI showed evidence consistent with hypoxic cerebral edema. The patient¿s respiratory status deteriorated and he required treatment with mechanical ventilation. Overnight between (B)(6), he continued to have problems with shock and circulatory failure as well as worsening respiratory failure and seemed to progress to neurological brain death. On 10/17, an evaluation revealed that brain death including the brainstem had occurred. Death was declared at 11:51 on (B)(6) 2012. The clinical cause of death was a prolonged seizure leading to hypoxic ischemic brain injury and progression to brain death. The prolonged seizure was also referred to as status epilepticus earlier in the notes.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns therapy is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.